Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, a scratched lens on the optic surface was observed. There was no patient contact. Additional information was received stating that there had been patient contact with the lens and no patient harm had occurred.